Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead noise was seen on the electrocardiogram. The noise was reproducible with isometrics. The noise resulted in some inappropriate mode switches. The deflections of noise on the electrogram precluded any workable changes. As the patient was asymptomatic and the impedance, capture, and sensing were fine, the physician elected to continue to monitor.